Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was successfully placed and resistance confirmation was confirmed. After the placement of the left ventricular (lv) lead fixation and stability process is performed. No movement of lv lead occurred. However, during fixation of the lv lead some retreat/movement was observed. A guide wire was inserted into the lv lead and movement outside the coronary sinus was observed. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.